Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed heater. It was determined during testing that the device had a failed heater and would replace the heater in house, parts and price provided. Per follow up information received via task on 12mar2025, spoke with biomed who confirmed the device had a faulty control panel and heater. They decided to complete a total pm on the device and was still waiting for parts to complete this. No patient involved at the time of the malfunction. Device would be repaired as directed by technical support. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: b, d, e, f, g, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not be allowed back on the floor. Control panel quote. The device touchscreen was reported as going blank but when they powered it on the biomed stated the screen worked just fine. They would check the connection and toggle switch and would replace the control panel or call ts back if needs further assistance. It was reported that the arctic sun device would not heat. It was determined during testing that the device had a failed heater and would replace the heater in house, parts and price provided. Per follow up information received via task on 12mar2025, spoke with biomed who confirmed the device had a faulty control panel and heater. They decided to complete a total pm on the device and was still waiting for parts to complete this. No patient involved at the time of the malfunction. Device would be repaired as directed by technical support. It was reported that the biomed replaced the heater and the arctic sun device failed calibration for an error 80 actual value was 10.8 and expected value was 28.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not heat. It was determined during testing that the device had a failed heater and would replace the heater in house, parts and price provided.